Event description:
It was reported that a boa polypectomy snare was being used during a colonoscopy to resect a large pedunculated polyp. When the operator tried to initiate the electrocautery, the snare failed to coagulate. The snare was then removed from the colonoscope and tested, and it was determined that the snare failed to deliver energy when electrocautery was applied. The information originates from the sales representative who was at the site during the case. The case was completed using another instrument. There was no adverse effect on the patient. This report follows from a retrospective review of complaint records by the submitter after revision of reporting procedures.